Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm 11500a inspiris valve was disabled valve-in-valve procedure after an implant duration of three (3) years, four (4) months due to patient prosthesis mismatch. The patient presented with heart failure, dyspnea and chest pain. The tavr procedure was performed with a 23mm 9750tfx transcatheter valve. The patient was stable post procedure.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm 11500a inspiris valve was disabled valve-in-valve procedure after an implant duration of three (3) years, four (4) months due to patient prosthesis mismatch. The tavr procedure was performed with a 23mm 9750tfx transcatheter valve.